Event description:
It was reported that the lead exhibited a rise in pacing impedance, and the alert triggered for high impedances. Closer monitoring of the impedance level was recommended. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: patient alerts for out of tolerance subthreshold lead impedance on 08-aug-2011 02:15:04 and 20-aug-2011 02:15:03. Weekly pace lead impedance trend data shows a gradual increases for max rv pace = 848 to 1072 ohms range between 02-apr-2011 and 08-oct-2011.